Manufacturer narrative:
Additional narrative: part 03.037.030, lot 9871969: manufacturing location: (B)(4). Release to warehouse date: june 14, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned instrument was inspected at customer quality and the complaint of broken was confirmed. Upon visual inspection, it was noted that the entire distal tip was broken off. The relevant drawing was reviewed and was determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device history record (DHR) review showed no non-conformance reports were generated during production. Whether this complaint could be replicated is not applicable because the device was returned broken. Material and hardness testing is not applicable at this time as they were tested at the time of manufactured and confirmed to have no issues through the DHR review. Dimensional analysis was not performed as relevant features were not returned. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth/age and weight are unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during femur fracture surgery on (B)(6) 2017, the surgeon was using extraction tool to remove the helical blade. The extraction tool tip broke off in the helical blade. There was no fragment that generated in the body. The broken tip and extension tool were removed from the surgical site and another was readily available for use. There was no delay in surgery and no additional medical intervention was required. The patient was stable following surgery. This report is for one (1) helical blade/screw extractor. This is report 1 of 1 for (B)(4).